Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was having a problem with the cannula on the infusion set. The customer then stated that she was hospitalized with diabetic ketoacidosis when she first realized the issue. The call was disconnected at this point. No further information was obtained.